Event description:
Two of these cannulas are flaking metal into the eye during cataract surgery. This has been happening since the instruments were received in 10/1997. There has been no effect on the pts involved.